Manufacturer narrative:
A.4 and a.5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The physician decided to place an impella cp on a septic patient. The impella cp was inserted with all best practices. The patient did not have pedal pulses on the right foot (impella site). The patient was in septic shock and coronaries were clear. As per the physician, the device was left in only to give the patient enough flow to do continuous renal replacement therapy (crrt). The patient had been on a high dose of vasopressors and crrt. The patient coded multiple times and passed away on support.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia/cardiac arrest; the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.